Event description:
Additional information received from the patient reported that the reason for the multiple surgeries was due to the physician's unprecedented implant procedure. The health care provider (hcp) decided they would modify the lead like a trial. The patient was in the hospital for 2.5 weeks and the lead was initially placed very high so it could be pulled down over the course of the trial. During that time the patient had four surgeries during which the hcp "dialed in" the lead wire until they got it working. The implant procedure was considered a success.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had numerous surgeries and replacements of devices. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information and clarification. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that ¿I¿m at my wits end, I¿ve had so many freaking surgeries just to try and get this scs right and I¿m frustrated. My body goes into shock when I go under the knife, I have problems urinating, I¿m having problems with my bowels.¿ no further complications were reported.